Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), migraine ("migrain"), feeling abnormal ("brain fog"), swelling ("swelling"), abdominal distension ("bloating / abdominal swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, migraine, feeling abnormal, swelling, abdominal distension, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, feeling abnormal, genital haemorrhage, migraine, pelvic pain, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: events added: abdominal distension, alopecia, feeling abnormal, genital haemorrhage, migraine, pelvic pain, swelling and weight increased .case upgraded to incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), migraine ("migraine"), feeling abnormal ("brain fog"), swelling ("swelling"), abdominal distension ("bloating / abdominal swelling") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, migraine, feeling abnormal, swelling, abdominal distension, weight increased and alopecia outcome was unknown. The reporter considered abdominal distension, alopecia, feeling abnormal, genital haemorrhage, migraine, pelvic pain, swelling and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.